Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the patient had a pulseless electrical activity (pea) arrest in the emergency room. It was noted that the patient had been hospitalized for hyperkalemia <(>&<)> hypotension. The patient subsequently died. A post mortem device interrogation was performed. Interrogation showed the implantable cardioverter defibrillator (ICD)&#261;tected and treated one episode of ventricular fibrillation (vf) prior to the pea arrest, which restored the rhythm. There was a prior episode in the ventricular tachycardia (vt) zone classified as sinus tachycardia with 1:1 conduction and therapy was withheld. Occasional atrial and ventricular undersensing was noted on stored electrograms. No additional information was provided.